Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient's ipg was protruding and uncomfortable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. The issue was resolved with replacement.